Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was where the ins was its on the pts spine was killing them for when they sit back it hurts. Pt noted they weigh (B)(6) pounds and their pain management told them to put ice on it. Pt noted it had always hurt since implanted and it burned them. Pt noted they had osteoporosis and they were going to go somewhere to move the ins. The pts bones and spine were to brittle to move so pt was worried that scar tissue might move around. Pt was on medication to improve the bone and spine so they could put the ins somewhere. Pt was not going to let their pain management do it for a neurosurgeon should do it when it comes to moving the ins. Pt noted their temporary ins worked really well but their ins battery really hurts them and burns sometimes. Pt had notified their hcp a few times to see and it did not look infected. Pt noted they will probably see their hcp in a week or a week and a half. The patient was redirected to their healthcare provider to further address the issue. Pt noted they had already spoken to a different doctor in mind for surgery and their hcp knew about that. The pt also inquired about how long it should take to charge their ins and to charge their controller, ps reviewed with pt about charging duration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.